Event description:
During use of air dermatone, the pt sustained 2 lacerations down to fascia of rectus femoris muscle & into muscle itself. It is believed that the blade being used was another blade instead of a co blade.